Manufacturer narrative:
An investigation into an invalid avidity event while using the vidas toxo igg ii was performed. The customer reported unrepeatable dilutions results with vidas toxo igg ii. A review of the batch production record was performed and no abnormalities were found. A trend review was performed for this product. A potential adverse trend was identified for dilution tests on sera being inconsistent between different batches of vidas toxo igg ii. As a result CAPA (B)(4) was initiated to investigate the root cause and implement any necessary corrective actions.

Event description:
On (B)(6) 2015 a customer in the (B)(6) reported invalid avidity result as (rfv3389) on the vidas toxo ig ii - ref: (B)(4). No patient harm was reported.